Manufacturer narrative:
The reported perfect passer connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the top jaw broke off outside the joint during the procedure. Visual inspection shows the connector was received with the lamp unhooked from the shook. Internal investigation indicates the failure cause for upper clamp coming loose is due to a dimensional discrepancy on the hook component. Changes to the component have been implemented to prevent this failure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality.

Event description:
It was reported that the top jaw broke off outside the joint during the procedure. There was no force applied to cause the breakage. When the jaw was released it popped and went across the room and landed on the floor.